Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the initial investigation analysis, the customer reported mismatch was not confirmed because the blood glucose (bg) value of 55 mg/dl was not found on the dms, which means the customer probably did not enter the value into the system. A review of the system diagnostics did not reveal any abnormalities as the key performance parameters were within specifications. To address the customer's concern, a transmitter diagnostic log was requested. However, the upload was unsuccessful and as a result, no further investigation was possible. In accordance with the national returns and complaints policy, a sensor to sensor exchange for the customer was approved.

Event description:
Senseonics was made aware of an incident where the customer had a hypoglycemia event on (B)(6) 2023 at 4:03 pm. The measured blood glucose (bg) value was 55 mg/dl where the sensor glucose (sg) reading was 155 mg/dl. The eversense cgm system did not assert any alerts since the sg reading never went below the low alert threshold which was set at 65 mg/dl. The customer self resolved the incident by eating something. The customer did not require any medical attention.